Manufacturer narrative:
(B)(4) - congenital defect/deformity, unintended movement. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Attempts to close the asd were undertaken using first a 28 mm and then a 30 mm amplatzer septal occluder (aso); however both were removed as they were determined to be too small. This 32 mm aso was implanted but embolized to the right atrium due to a floppy posterior rim. The patient was sent to surgery to close the defect and to remove the 32mm aso. The patient was in stable condition.